Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient had poor telemetry or no telemetry with recharging. The patient also reported that they had to charge too often, and that it took too long to charge. The patient had not felt stimulation in the month prior to the report. The patient was redirected to their hcp, and follow-up was conducted. No further complications were reported.